Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50mm x 20mm emerge¿ balloon catheter was advanced to dilate the lesion. However, the balloon shaft broke into two pieces just proximal to the balloon catheter transition, while inside the patient's body. The wire and the guide catheter were removed with the fractured portion still inside the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay.